Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a stained end cap sticker, cracked case at a display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the sticker on the bottom of the insulin pump was mark up or burned. Customer's blood glucose was 102 mg/dl. The customer does not recall how the damage occured. Customer was advised to discontinue the use of the device and revert to a back up plan. The customer was advised that the insulin pump will be replaced and agreed to return the product for analysis.